Event description:
It was reported that during an elective ICD replacement, the physician noticed that the pocket was looking different than normal. The physician described it as metalose i.e. Fusion of metal and tissue. The pocket was cleared of the metalose and the new ICD was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event could not be confirmed. The device was analyzed on the bench and was found to be normal.